Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor 04/07/2016, belt 07/12/2018.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020. Review of the download data indicates the patient received five inappropriate treatments in response to CPR/motion artifact on the day of passing. The patient was in asystole with intermittent cardiac activity at 09:34:56 on (B)(6) 2020. The patient received the inappropriate treatments at 09:37:42, 09:38:08, 09:38:34, 09:39:02, and 09:39:28. The patient's rhythm at the time of each treatment and post-shock rhythm were asystole with CPR/motion artifact. The patient was in asystole at the time of the electrode belt disconnection at 10:48:13. It was not reported who disconnected the electrode belt.